Event description:
Single needle av fistula placed in arterial venous graft for dialysis treatment. After treatment initiated, fluid leaked at female luer fitting. A crack was noted at female luer fitting connection.